Event description:
A malfunction alarm was reported, and it was determined that there was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as backup therapy and worked with technical support to arrange a replacement pump. Technical support confirmed the shipping address and provided instructions for returning the faulty pump using a prepaid label. The customer acknowledged and agreed to follow these instructions.